Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6) and product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761 and serial/lot #: (B)(6). H3: analysis of the 37761 desktop charger (dtc) (s/n (B)(6)) revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that charger is not charging and desktop charger (dtc) gets hot. Patient (pt) states when putting recharger over implantable neurostimulator (ins), and plugs in the dtc the recharger just keeps trying to charge. Patient states dtc cord is not damaged. Patient states recharger screen does show full coupling bars. Patient states noticed it a couple weeks ago and then tried it again by plugging in the dtc and the screen showed the recharger does not fully charge. Programmer shows ins is 100% charged. Additional information received from the consumer reported they received the desktop charger, but didn¿t feel like it was charging the recharger because after 3 hours it was only flashing on 25%. It was reviewed it could take a large portion of the day to get the recharger to 100%. The consumer called back the following day after letting the recharger charge overnight, but it still didn¿t reach a full charge. The recharger appeared to be charging, but only the first quartile was flashing. The consumer unplugged the antenna from the recharger and noticed the screen went blank after that, but the screen came back on after they plugged in the antenna and connected the desktop charger to the recharger, but the recharger wasn¿t incrementing beyond the first quartile. The consumer confirmed they could charge the implant while the desktop charger was plugged into the recharger. The consumer was going to be transitioned to the wireless recharger. Additional information received from the consumer reported they were still waiting to hear back about possibly getting a wireless recharger as they were only able to charge the implant if the desktop charger was connected to the recharger. Due to the wait time the consumer was sent a legacy recharger. Additional information received from the manufacturer¿s representative (rep) reported the patient was going to be transitioned to a wireless recharger.